Manufacturer narrative:
Date of event is estimated product #1 pi main (B)(4). A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient underwent an unrelated surgery and did not place the ipg into surgery mode. As a result, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.